Event description:
The customer reported that while pipetting on summit an increased reactive pattern was observed at well position a7 for the external run control. No error was generated by the summit. The service engineer was able to determine that the pipetting tips were not being held correctly for position 7. No death or serious injury was associated with this incident.